Event description:
It was reported that the ipg flipped in the pocket. The pt visited her physician and was reprogrammed. She underwent surgery to replace the device and is no longer having problems with her system.